Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality and stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed error messages related to the device not detecting a valid patient impedance through the multi-function cable. There are ECG lead off messages generated. The r series device requires ECG leads or pads with pacing capability that have built in ECG leads for pacing. Some troubleshooting can be seen as the device is switched to monitor mode, then back to pace mode; were an error message is logged indicating that there is no valid patient impedance detected. This is not an indication of a device malfunction and can occur if the pads become disconnected from the patient, from the multi-function cable or if the multi-function cable becomes disconnected from the device. Additionally, at no point during the case does the pacing ma show above 0, therefore, no energy would have been delivered to a patient for pacing. No accessories were returned as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.